Manufacturer narrative:
E: contact - unknown (B)(6) hospital.

Event description:
This report is based on information provided by philips, service personnel. Philips received a complaint regarding a v60 ventilator indicating insufficient tidal volume during use, resulting in a low tidal volume alarm. The device was reported to be in use on a patient at the time the issue was observed. No patient or user harm was reported; however, there was a reported delay in treatment while alternate therapy measures were implemented. Investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received on may 24, 2026, the device was replaced with another v60 ventilator, and there was a delay in therapy as a result of the swap. The authorized service provider (asp) was able to replicate the issue after evaluating the device and found that the gas delivery subsystem (gds) needed to be replaced. The device resumed normal operation once the hospital equipment department ultimately replaced the gds. While it is unknown which tests were performed to replicate the malfunction and determine the cause, the gds replacement indicates that the cause of the alleged malfunction was due to a faulty gds that needed to be replaced for repair. Further case information regarding the operational status of the device is still pending.